Event description:
Device malfunction: none. Symptoms/ae: intracranial bleed. Time of symptoms/ae: one hour post-procedure. It was reported that approximately one hour post a left internal carotid artery stenting procedure, the pt experienced a headache, right facial droop, and twitching of the left eye. A CT scan of the head showed an area of petechial parenchymal hemorrhage. The headache resolved within one hour. A repeat CT scan of the head showed no new bleeding. Two days post-procedure, the pt was discharged to home. There was no add'l info provided.

Manufacturer narrative:
(B) (4). (B) (4). (B) (4). The device was not returned to abbott vascular for eval. The rx acculink instruments for use indicate that non-stroke neurological, hemorrhage and headache are known potential adverse events associated with the use of the device. This known pt adverse effects are not necessarily an indication of a product quality deficiency. During mfg, rx acculink catheters are 100% inspected for any anomalies prior to being packaged. A review of the finished device lot history record revealed no non-conformity which could have contributed to this event.